Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the physician that the implantable pulse generator (ipg) exhibited pause rates of bradycardia on the electrocardiogram (ECG) strip. The device remains in use. No patient complications have been reported as a result of this event.